Event description:
It was reported that the patient had a "protruding lead". The patient underwent a lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: enbf2516c145e stent graft, implanted (B)(6) 2011; enlw1616c124e stent graft, implanted (B)(6) 2011; enlw1616c93e stent graft, implanted (B)(6) 2011. (B)(4).